Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A product sample has been received by the manufacturer and it is awaiting evaluation. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported there was a crack in the micro sleeve and he proceeded to use it during a cataract procedure. The procedure was performed and completed without product replacement. There was no harm to the patient.

Manufacturer narrative:
Additional information provided in d.10., g.1., g.2., h.3., h.6., and h.10. The customer did not retain the product lot information for this finished goods lot, therefore the device history records traceable to the reported pack could not be reviewed. The returned infusion sleeve was visually inspected and a small crack was observed on one side of the sleeve tip above the irrigation hole. Microscopic examination found the material to be torn at the tip, the edges of the tear were not sharp. While a tear was confirmed, the investigation could not determine conclusively when or where the damage occurred. The root cause is not known. After an investigation of this complaint, it has been determined that no action will be taken at this time as the root cause is now known. All lots are verified that all required inspections have been performed and all acceptance criteria are met prior to release. The manufacturer internal reference number is: (B)(4).